Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication ((B)(4)) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600087.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros 5600 integrated system. Biorad lot 64930 level 1 results of 17.35, 17.49 and 16.63 pg/ml vs an expected result of 26.0 pg/ml biorad lot 64930 level 2 result of 142.04 pg/ml vs an expected result of 204.20 pg/ml biorad lot 64930 level 3 results of 474.78 and 469.63 pg/ml vs an expected result of 683.10 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 2479017 and reportability assessment 600087.

Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same biorad quality control fluids using an alternate lot of vitros ipth reagent on the vitros 5600 integrated system. An instrument related performance issue did not likely contribute to the event as acceptable results were obtained using an alternate vitros ipth reagent lot without performing any actions to the vitros 5600 integrated system. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms.